Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 14-oct-2016. It was reported that the patient was hospitalized for 7 days, and experienced withdrawal.

Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. Analysis of the pump found corrosion and wear, indicative of a stall due to shaft-bearing. Analysis of the catheter found an internal tear and a leak at the sutureless connector.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was receiving bupivacaine 1 [mg/ml] at a dose of 0.3 mg/day and dilaudid 10 [mg/ml] at a dose of 3.1 mg/day via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported on 2016-09-23 that a motor stall was seen at initial interrogation and that the patient did not recently have an MRI. It was indicated that the motor stall occurred on (B)(6) 2016 at 16:56, and no recovery was reported. It was noted that on (B)(6) 2016 the patient didn¿t feel well/was feeling ¿bad¿ and like he wasn¿t getting his medication. Additional information was received on 2016-09-30. It was reported that the pump was being replaced on (B)(6) 2016 and noted that prior to the motor stall the managing health care professional had increased the dose on the pump. It was reported on 2016-10-07 that the pump was being sent back to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.